Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I on one child patient. The results provided were: on (B)(6) 2021 initial=203.2 pg/ml /after centrifuge and repeated=same result /no clinical symptoms for high troponin results /after peg8000 precipitation testing troponin=5.4 pg/ml laboratory reference range for troponin=<34.2 pg/ml the falsely elevated troponin result was inconsistent with clinical presentation. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of architect stat high sensitive troponin-I reagent lot 24127ud01. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 24127ud01 identified activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 24127ud01, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. In addition, product labelling does not include normal range values for patients under 21 years of age. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I reagent lot 24127ud01.